Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. During a percutaneous transluminal coronary angioplasty (ptca), a guidezilla¿ guide extension catheter was used to deliver a stent to treat the target lesion. The physician did not feel any friction or advert any problem during the procedure. However, upon removal, it was noticed that the extension of the guidezilla¿ guide extension catheter came off from the hypotube. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.